Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defective battery system manager ltc 1760 on the mainboard. In consequence the mainboard was replaced. There was no patient or user harm reported.

Event description:
On october 20, a technician at the hospital informed us that "loss of external power" was displayed on the c6 screen even though it was connected to ac power. Nk's local staff visited the hospital to confirm the problem; "loss of external power" remained on the screen even when the ac power was connected elsewhere. Therefore, it was decided to pick up the c6 and repair it. However, when we checked it at the nk office, the phenomenon was no longer reproduced. Later, on october 26, when the power was turned on, the phenomenon was reproduced: "loss of external power" was displayed even though ac power was used. The vu indicator is also acting strangely. The battery symbol is lit. However, this condition was resolved in about 3 minutes. On october 27, the same situation as the october 26 condition occurred only immediately after power-on, but the phenomenon disappeared after about 3 minutes.